Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. Other relevant device(s) are: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving baclofen (2000 mcg/ml at 152 mcg/day) via an im plantable infusion pump. It was reported that the pump was refilled yesterday but not updated. It was noted that the caller did not remember turning on the communicator and that the report she had showed a pt name of "demo, demo" and showed water in the pump. The caller stated that she will bring the patient back this week in order to update the reservoir volume in the pump.